Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp via cephalic vein. Post the procedure, the blood flow allegedly failed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received suction issue is not an issue that is likely to cause or contribute to a serious patient injury should the event recur and the event is not MDR reportable, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue implantable port attached to a catheter and a cath-lock was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration. The investigation is unconfirmed for the reported suction issue as the port body was patent to both infusion and aspiration. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp via cephalic vein. During the procedure no blood return was detected when inserting the tubing into the blood vessel. The procedure was completed using another device. There was no reported patient injury.